Event description:
Customer reported a malfunction alarm on pump with a code identified as malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup therapy while cts processed replacement of pump with updated software. Customer acknowledged instructions for storage mode and return procedures for problematic pump using provided pre-paid label.